Manufacturer narrative:
New information received from the customer now makes this complaint not reportable.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the fluid leaked from a secondary bag as the secondary tubing separated below the drip chamber. There was no report of patient harm.